Manufacturer narrative:
No product has been returned for evaluation nor were radiographs provided to confirm the alleged event. It is unknown if fluoroscopy was used at the time of event. Labeling review: "...proper anterior/posterior position is verified using lateral fluoroscopy..." Related MDR was submitted under report 2031966-2018-00070. No product returned.

Event description:
On (B)(6) 2012 patient underwent an extreme lateral interbody fusion procedure. On (B)(6) 2012 patient underwent a revision procedure due to screw malposition on l4-5 levels.